Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure, slow flow occurred. The patient presented due to unstable angina (braunwald classification iib) and was referred for cardiac catheterization which revealed a 60% stenosed and 20mm long target lesion located in the proximal right coronary artery (rca) with a reference vessel diameter of 3.5mm and timi-3 flow. The lesion was treated with direct stenting with a 3.0x28mm taxus liberte stent and post dilation with a non-compliant balloon. Following post dilation, mild slow flow occurred. The patient developed chest and jaw discomfort which resolved after the procedure and st segment elevation which persisted for 10-15 minutes. The patient was treated with nitroglycerin 100mcg x2, zofran 4mg, nipride 50mcg ic x5. The patient was also given oxygen and sublingual nitroglycerin. Final results confirmed 0% residual stenos and timi-3 flow. The event is reported to be resolved without residual effects. It is the opinion of the physician that there is a relationship between the taxus liberte study stent and the event.